Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device exhibited intermittent myopotential oversensing. The issue was noted when patient presented in the hospital for device evaluation after a fall. Coughing produced small signals causing intermittent myopotential oversensing. The device was reprogrammed and the oversensing issue was resolved. Patient was noted in good condition following testing.